Event description:
A report was received that after a trial procedure, the patient woke up experiencing stomach pain, distention and oxygen level was not good. The physician believed that the pain was procedure related. The patient was hospitalized and was given medication. It was noted that the abdominal pain had decreased and no further action would be taken.